Event description:
Approximately six years postoperatively, the patient was symptomatic and returned for an echocardiogram. The valve was explanted due to pannus, thrombus, leakage, and a tear on the top of two commissures. It was reported the suture tails were observed to be very long. The valve was replaced with a valve from another manufacturer.